Event description:
Pt called to verbalize that their ambulatory cadd+ pump cassette was empty. This emptied 4 days early, pt should have gotten 14 cc's per day, but they rec'd all 100 cc's in 2 1/2 days. The pump was registering that the cassette had 87 cc's left, but it was obviously empty. The pump was removed from pt at that time and MFR contacted.